Event description:
A laser angioplasty was performed without success, after laser a ptca baloon was utilized (2.0 long skinny scimed) 2.5 rxp extension. Lad was unable to be kept open and patient was treated medically since the artery was to small to be bypassed. See dictated report.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.